Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused tpn (total parenteral nutrition) in the complex surgical and trauma med/surg/progressive unit . The programmed parameters were set to be - volume to be infused 1560 ml; flow rate -65ml/hr and it was a primary infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h2, h6 and h11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.